Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation of a tissue expander.

Event description:
Hospital surgical representative reported device deflated, "visual sign on rupture at the base of expander. No patient complications associated with event". "Tissue expander deflate on a patient 6 months after implantation", device was "explanted at 8 months". Affected location unknown. Device has been explanted.